Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: a review of the black box showed frequent low battery warnings, and replace battery alarms. The pump electrical current draws were high. Corrosion was found in the battery compartment with a leak. The pump was opened to find moisture damage on the printed circuit board. The short battery life was due to moisture damage.